Event description:
The lay reporter contacted lfs on (B)(6) 2010 alleging that the patient's one touch ultra 2 meter powers off during use. The reporter mentioned that the reported issue began on (B)(6) 2010 at around 12:20pm. The patient did not exhibit any symptoms due to the alleged issue. The patient was then tested on the home health nurse's meter and obtained a 43 mg/dl and was treated with food/drink. The patient did not seek any further medical attention. This is not the first time the product is being used. The reporter denied any misuse of the product. The batteries did not need to be replaced. The issue was not resolved via troubleshooting. The product was replaced. The complaint is being reported since the reporter alleged due to the meter not working, the patient was treated by a medical professional for a blood glucose reading on the nurse's meter of 43 mg/dl.

Event description:
Info received indicates the head of the bed will not rise.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have processor failure. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
The 510 (k) # is k053529.lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.